Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in nursing home, a driveline power fault with yellow wrench light and ringing alarm was noted on the system controller. The alarm persisted for few hours. The controller alarm history was also not showing correctly, it showed back in the late 2023's. The patient was urgently admitted to the intensive care unit and had some basic tests done. No issues were found. The log file captured driveline power fault alarms on phase b beginning on (B)(6) 2024 at 1118. The controller and modular cable were replaced and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not showing the alarm history correctly was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6)) was returned following driveline power fault alarms. A review of the event log files contained data spanning approximately 3 days (09may2024, 10may2024, 01jan2000 per timestamp). Starting 09may2024 at 10:56:05, intermittent power b broken faults activated due to the current sense on line b dropping below the threshold amperage. At 11:18:28, the power b broken faults triggered driveline power fault alarms to activate. By 10may2024 at 7:36:08, the alarms had cleared. On 10may2024 at 8:27:46, the driveline was disconnected, consistent with the reported exchange. Of note, no alarms were observed to be active before 09may2024 that would be recorded within the alarm history screen of the system controller. Images were submitted by the customer that revealed alarms from 2023 recorded in the alarm history. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for extended operation without any issues or atypical alarms produced. The system controller alarm history screen was accessed without issue. Alarms were accurately recorded, and no issues were observed. Of note, driveline power fault alarms are not recorded in the alarm history display per design. Per the modular cable investigation, the reported driveline power fault alarms were determined to be due to damaged wires in the mod cable. The driveline power fault alarms were unable to be correlated to an issue with the system controller. The root cause for the alarm history issue was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The sections provide instructions on how to view the alarm history on the system controller display. These sections also define which alarms and fault conditions that will appear on the alarm history screen. These alarms include power cable disconnect alarms lasting longer than 30 seconds, no external power alarms, driveline disconnect alarms, low battery power advisory/hazard alarms, and low flow alarms. Driveline power fault, driveline communication fault (driveline comm fault), system controller backup battery fault, and system controller fault events are not recorded in the alarm history display per design. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.